Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured while impacting trial with the mating device on the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual evaluation of the returned product shows nicks and gouges on the superior side of the device and a corner section of the impaction area is fractured off. Not all pieces were returned for evaluation. The device history records were reviewed and no discrepancies were identified. The returned impactor pad had a potential field age of almost 4 years with an unknown number of uses. Per the package insert, end of life is normally determined by wear and damage due to use. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.